Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly and intermittently observed to be fluctuating. Customer's blood glucose level was 380 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.